Event description:
It was reported that during the preparation of debridement utilizing a versajet, the hand-piece saline pressure is weak and saline leakage occurred from the orange cartridge when priming saline. The handpiece was replaced and the surgical continued. No patient harm nor delay in treatment.